Event description:
The pt (B)(6) is involved in a clinical study for depression. It was reported the pt lost therapy. A diagnostic test revealed impedance issues for several lead contacts. Further interrogation found the issue stemmed from one of the pt's extensions. As such, the extension in question was replaced.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.